Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint devices were received and inspected. Visual observations revealed the stop tube is punched and twisted near the distal tip of both the truespan applier guns. This complaint can be confirmed. This failure can be caused due to exerting excessive force and repetitive twisting action of the truespan gun while inserting the needle pass through the fat pad. During needle insertion per truespan IFU (113244), the malleable graft retractor or slotted cannula should be used to prevent the needle from catching on with the fat pad or damaging the soft tissue. This failure can be attributed to user technique. A DHR review has been conducted and the results indicate that one proactive nc was opened to cover production at risk with needles under validation which is independent from failure indicated by the customer and they are not linked to any product discrepancies. This batch of products was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: [mr# 1221934-2018-54517]. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported via phone that the sheath that covers the implant broke on the customer's truespan 12 degree peek upon insertion. They had a hard time inserting thru the fat pad as rep stated it was too thick needed to be thinned out. The case was completed with a 3rd like device. There were no adverse patient consequences with a 5-minute delay. The devices will be returned for evaluation.